Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-134- user has low glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that is comfortable with results from the meter.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is 90-124mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 101 and 109mg/dl fasting using true track meter. The test strip lot manufacturer's expiration date is 4/20/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: lo date: (B)(6) 2019, time: 1:35 pm, non- fasting.